Manufacturer narrative:
(B)(4).the product was returned and is currently in analysis. Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system experienced three inappropriate shocks. The device was overcounting qrs signals and oversensing t-waves. A review of device data showed that impedances had started to increase up to 199 ohms in (B)(6) 2016. It was observed that the electrode had migrated slightly. The s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported outside the replacement procedure.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was run in all three sensing vectors and no noise or oversensing was recreated. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
---